Event description:
It was reported to boston scientific that after doctor placed the stent and went back in to look at it the two loops on the distal end were broken. The doctor stated that the loops were probably sliced by the scope. He did not need to replace the stent but he just did it out of preference. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual evaluation found that the loop tails on the proximal end of the device had separated at the middle of the two loops. The customers reported issue was confirmed. The most probable cause is that during placement the suture cut partially through the loop extrusion and then do to the force of placement the loops tore in two.